Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five infusion sets falling off due to poor adhesive event on (B)(6) 2026. No further information available.